Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that diluent was leaking from the coulter lh 780 hematology analyzer diluent area. The leak was approximately 10 ml, and was spilt to the countertop. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of injury or exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was reviewed, and there is an exposure control plan at the facility. There was no impact to patient results. The field service engineer (fse) found a cut at tubing through vl25 and replaced the tubing to repair the leak. Vl25 is used to bring diluent to rinse the needle. The fse reported this was a very small leak and it did not trigger vls diluent error.